Manufacturer narrative:
The complaint device has not been received for evaluation. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports an intraocular lens explant and replacement at 2 months postoperative, due to the pt's complaint of positive dysphotopsia. The relationship between this event and the iol is not known.